Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. Reservoir of the existing ipp were explanted and replaced. No information about the patient outcome is available at the moment.